Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per review of imagery provided, the liner was torn in the middle of the shaft and there was partial liner delamination at the tear location. The liner was fully delaminated at the distal tip. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the complaint was confirmed based on evaluation of the provided imagery. Investigation results suggest/indicate procedural factors (withdrawal of burst balloon) may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in canada, regarding a 26mm sapien 3 ultra resilia valve implant in aortic position with non-ew pre-existing surgical valve by transfemoral approach during the procedure, upon valve deploying with nominal volume, the commander delivery system balloon burst and the delivery system was immediately pulled back into the descending aorta. The valve was fully deployed with minimal paravalvular leak (pvl). The implanter was reminded by the edwards field clinical specialist to not attempt to remove the delivery system and that the delivery system/sheath needed to be removed as together. A second esheath+ was prepared in anticipation of removing the esheath+/delivery system. The implanter encountered resistance and it was decided to use contralateral side to ensure that the implanted valve was implanted appropriately. While attempting to access the contralateral side with non-edwards sheath for further balloon inflations with non-edwards balloon, the patient had hemodynamic collapse and patient passed away. The cause of death was descending aorta trauma. After the patient was deceased, the implanter pulled the equipment out and it's possible parts of delivery system and potentially the sheath remained in the patient (unable to determine if these pieces were retained during withdrawal difficulties or upon removal of device after patient deceased). The aortic dissection was found after valve deployment. The team was unable to conclusively state when the trauma occurred but appeared to occur after attempting to remove ruptured balloon/sheath/delivery system due to timing of hemodynamic collapse and patient situation. As per provided imagery, sheath liner torn and sheath liner delamination at tip was noted. As per provided imagery, balloon burst, balloon separated, sheath liner torn and sheath liner delaminated at distal tip were noted.